Event description:
It was reported that it was not possible to adjust stimulation on the pt's programmer. Display of programmer showed "call your doctor" icon and power on reset (por) condition. Clearing of por resolved the por condition for pt and resulted in a return of stimulation. The synching with ins, icon meaning and button use were reviewed with pt.